Event description:
Reportedly, during a standard follow-up performed on (B)(6) 2021, a warning stating that a reset occurred on (B)(6) 2020 and re-initialization was performed was displayed. The patient may have been exposed to radiotherapy.